Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure on (B)(6) 2020, the right ventricular lead was placed. When the physician looked at the lead in fluoroscopy, it was noted that there was a fracture on the coil. The lead was removed and replaced during the same procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.